Manufacturer narrative:
The physician elected to surgically abandon these leads. New leads were successfully implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead had impedances greater than 2500 ohms. In addition undersensing and pacing inhibition was present. No adverse patient effects were reported. The right ventricular (rv) lead was functioning appropriately, however, during the procedure the physician elected to replace this rv lead due to abrasions. No adverse patient effects were reported.